Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 02, 2007. Evaluation summary:the device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
Evaluation results: the reported condition of "turns itself off" could not be duplicated or confirmed, as the device was inoperative when it was received for evaluation. The device passed all visual and functional tests prior to customer return.

Event description:
The facility representative reported, ¿turns itself off.¿ information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.